Event description:
This MDR is being submitted as part of a retrospective review in accordance with a commitment made to the agency following the renal FDA inspection. A caregiver (cg) of a home patient contacted global technical services (gts) regarding assistance with ending therapy for a home patient (hp) because he needed to go to the hospital. During follow up conversation with the hp's nurse the following information was obtained: the patient was hospitalized from (B)(6) 2008 to an unknown date for bacterial peritonitis. The patient's effluent was analyzed on (B)(6) 2008, and the micro-organism identified was staphylococcus epidermidis (yeast was also identified). The patient was treated with vancomycin (route and regimen unknown). The nurse was unable to say if the peritonitis was related to dianeal therapy. The patient has been changed to in-center hemodialysis permanently, and the patient outcome is unknown, as he is no longer a patient at this clinic.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, when the device was fired on the blood vessel, the second and the third clips were formed as teardrop-shaped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).a sample is not available and no further investigational activities can be performed.